Event description:
Dexcom was made aware on (B)(6)2024, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, it was reported that the patient experienced a skin reaction with burning, redness, inflammation, scar and infection on the needle puncture, which occurred 10 days after the sensor had been inserted in the arm. There was no documentation of treatment provided, the patient just kept the affected area clean and dry. The scar was present more than 3 months after the skin reaction occurred. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).